Event description:
Factory analysis of a returned power management pcb board revealed a component failure that may result in the unit shutting down during the use in normal ventilation mode operation. Upon loss of power, a power fail alarm will activate and if in use alternative ventilation should be provided.